Manufacturer narrative:
(B)(4).diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2021. On (B)(6) 2021, the patient had a hypoglycemic seizure for a number of minutes; the cgm was reading 2.4 mmol/l with no comparative bg taken. After the seizure, the patient¿s partner called for an ambulance and the patient was taken to the hospital at 2:00 am. He was treated with a glucagon injection and several doses of glucose. After treatment in the hospital, a discrepancy between the cgm and bg values was noted with the cgm reading 12.4 mmol/l and the bg at 8 mmol/l. The patient improved and was discharged at 6:00 am the same day. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.